Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing lightheadedness and dizziness. Upon interrogation, the right ventricular lead exhibited non-sustained oversensing that showed noise inhibiting pacing. All of the lead measurements were normal. The patient was admitted to the hospital. The lead was capped and replaced on (B)(6) 2017. The patient was stable.